Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Changing your pod: chapter 3 / page 24: warnings: never use insulin that is cloudy; it may be old or inactive. Check the insulin manufacturer¿s instructions-for-use for the expiration date. Failure to use rapid-acting u-100 insulin, or using insulin that has expired or is inactive, could put your health at risk. Do not apply or use a pod if the sterile packaging is open or damaged, or if the pod has been dropped after removal from the package, as this may increase the risk of infection. Pods are sterile unless the packaging has been opened or damaged. Do not apply or use a pod that is damaged in any way. A damaged pod may not work properly. Do not use a pod if it is past the expiration date on the package. To minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to: wash your hands. Clean the insulin vial with an alcohol prep swab. Clean the infusion site with soap and water or an alcohol prep swab. Keep sterile materials away from any possible germs. Changing your pod: chapter 3 / page 34: warnings: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate that the cannula has dislodged. If you observe blood in the cannula, check your blood glucose frequently to ensure that insulin delivery has not been affected. If you experience unexpectedly elevated blood glucose levels, change your pod. If an infusion site shows signs of infection: immediately remove the pod and apply a new one at a different site. Contact your healthcare provider. Treat the infection according to instructions from your healthcare provider. Living with diabetes: chapter 11 / page 115: infusion site checks at least once a day, use the pod's viewing window to inspect the infusion site. Check the site for: leakage or scent of insulin, which may indicate the cannula has dislodged. Signs of infection, such as pain, swelling, redness, discharge or heat. Warnings: if you suspect an infection, immediately remove the pod and apply a new pod in a different location. Then call your healthcare provider. If you see blood in your cannula, check your blood glucose more frequently to ensure insulin delivery has not been affected. If you experience unexpected elevated blood glucose levels, change your pod.

Event description:
It was reported that a patient developed an infection at the pod¿s insertion site (abdomen) while wearing the pod for longer than 48 hours. The patient went to a routine visit to the endocrinologist on (B)(6) 2018, during that visit the patient showed the endocrinologist a site and she stated that it appeared to be infected. The pod was removed on (B)(6) 2018. The site was red, painful, filled with puss and had a bump "hard like a marble". The endocrinologist recommended that the patient go see a surgeon to get the site looked at. The patient called the recommended surgeon and the soonest they have availability is (B)(6) 2018 and patient feels that is too long. Patient called the endocrinologist and she advised if the patient cannot be seen within two (2) days, to go to an urgent care clinic to see if they have a surgeon on site. The patient went to the urgent care clinic, (B)(6) 2018 and there they told the patient it did not look like an abscess, they sent the patient to a surgeon who also confirmed it was not an abscess. The surgeon prescribed the antibiotic sulfameth/tmp 800/160 mg/tablet take 1 tablet by mouth every 12 hours for 10 days and asked that the patient go back on monday (B)(6) 2018 to see if the site was better. The doctor lowered the patient¿s ic ratio. Patient¿s temperature was 99.2 degrees. If the site is not better, they will do surgery on thursday (B)(6) 2018. Patient felt that insulin was not getting absorbed in the skin. The patient stated that there was drainage like a pus coming out when squeezed, and there was irritation when the patient had the pod on. Patient had an issue before with the acrylic of the pods. The patient was able to activate a new pod. Patient discarded the pod so device is not available for return.